Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a iab disconnected alarm. All the connections were secure and the safety disk was in the appropriate position. There was no blood seen in the iab helium tubing. The customer switched pumps and the alarms stopped. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: section h - evaluation method codes. Added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #: (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a iab disconnected alarm. All the connections were secure and the safety disk was in the appropriate position. There was no blood seen in the iab helium tubing. The customer switched pumps and the alarms stopped. There was no reported injury to the patient.

Manufacturer narrative:
Initial reporter to include contact person email address: (B)(6). Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a iab disconnected alarm. All the connections were secure and the safety disk was in the appropriate position. There was no blood seen in the iab helium tubing. The customer switched pumps and the alarms stopped. There was no reported injury to the patient.